Manufacturer narrative:
(B)(4).please disregard all information that was reported in the initial MDR for report number 3004753838-2019-15410 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2019-11445.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.